Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a 14 year old male patient, whose renal and liver function returned to normal function after vad implant procedure, remained with multiple complications (respiratory insufficiency, decubitus, infected ascites)and the surgical team decided to stop treatment. The patient died soon afterwards. The hvad pump ((B)(4)) remained implanted post-mortem and was not returned to the manufacturer for evaluation. The log files was sent to the facility for analysis. The log file analysis revealed that , log file patterns of this nature are indicative of power consumption within the normal operating range. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Respiratory dysfunction and death are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that a (B)(6) male patient, whose renal and liver function returned to normal function after vad implant procedure, remained with multiple complications (respiratory insufficiency, decubitus, infected ascites)and the surgical team decided to stop treatment. The patient died soon afterwards. Log files were sent for analysis. The device remained implanted post-mortem and was not returned to the manufacturer for evaluation.